Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test and self test or verify charge, battery issue and unexpected battery power loss alarm due to unresponsive buttons. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump received low battery alert prior to replace battery alert. Customer's blood glucose level was unknown. The customer also reported that the battery cap was not loose, cracked or damaged and this was not second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. Insulin pump will be returned for analysis.